Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during dwell six of six of peritoneal dialysis therapy. During troubleshooting, it was discovered that there was solution on the floor and a leak from the cassette. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A short simulated therapy was successfully performed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.